Manufacturer narrative:
(B)(4).

Event description:
It was reported "dilator has split" during patient use. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported "dilator has split" during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath for investigation. Visual examination revealed one sheath tab was separated from the sheath. A portion of the sheath body remained within the hub. The separation points appeared rough and jagged. One blue score line was also partially separated/torn. The total length of the sheath body measured to be 2 13/16" which is within specifications of 2 5/8" - 2 7/8" per product drawing. A manual tug test confirmed the remaining tab was fully secured to the sheath body. Manufacturing was consulted. They indicated that the observed damage is related to the manufacturing process. A device history record review was performed. No relevant findings were identified. The IFU provided with this kit instructs the user, "grasp tabs of peel-away sheath and pull apart, away from catheter, while withdrawing from vessel until sheath splits down its entire length". The reported complaint that the peel away sheath tabs broke was confirmed through complaint investigation. Visual examination revealed one sheath tab was separated from the sheath extrusion. Manufacturing was consulted. They indicated that the observed damage is related to the manufacturing process. A non-conformance has been initiated to further investigate this issue. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "dilator has split" during patient use. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied two photos for evaluation. One of the photos showed the product lidstock. The other photo showed one of the peel-away sheath tabs broken off. A probable cause of the broken peel-away sheath tab cannot be determined from the photos and without the sample to evaluate. A device history record review was performed with no relevant findings. The IFU provided with this kit: "thread tapered tip of peel-away sheath/dilator assembly over guidewire. Grasping near skin advance assembly with slight twisting motion to a depth sufficient to enter vessel. Dilator may be partially withdrawn to further facilitate advancement of sheath into the vessel. A slight twisting motion of the peel-away sheath can help advancement." The report that the peel away sheath tab broke off was confirmed through examination of the customer supplied photos. One of the images showed one of the peel away sheath tabs broken off; however, the actual complaint sample was not returned for evaluation. The device history record was reviewed with no evidence to suggest a manufacturing related cause. The probable cause of the reported complaint could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.